Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of fallopian tube perforation ("fallopian tubes drilling"), the first episode of allergy to metals ("autoimmune reactions/allergy to nickel and other heavy metals"), complication of device insertion ("bad product insertion") and autoimmune disorder ("autoimmune reactions/allergy to nickel and other heavy metals") in an unspecified number of female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On unknown dates, the patients had essure inserted. On unknown dates, the patients experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), the first episode of allergy to metals (seriousness criteria medically significant and intervention required), complication of device insertion (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and the second episode of allergy to metals ("autoimmune reactions/allergy to nickel and other heavy metals"). The patient was treated with surgery (it was commented that the adverse effects even caused total removal of the uterus). At the time of the report, the fallopian tube perforation, complication of device insertion, autoimmune disorder and the last episode of allergy to metals outcome was unknown. The reporter considered autoimmune disorder, complication of device insertion, fallopian tube perforation, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: there was an unspecified number of women affected. It was commented that the adverse effects even caused total removal of the uterus. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 02-oct-2017 for the following meddra preferred terms: fallopian tube perforation. The analysis in the global safety database revealed 698 cases. Allergy to metals. The analysis in the global safety database revealed 318 cases. Complication of device insertion. The analysis in the global safety database revealed 547 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.